Event description:
Reportedly, during patient use, there was a 'low fio2' alarm. The sensor was replaced to resolve this issue. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).